Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the no movements are available sometimes, and geometry (geo) movement partly available. Review of the system log file showed that the system unable to communicate with geoipc. Upon functional testing the fse found that geo ipc was defective. To resolve the reported issue the fse replaced the geo ipc ivybridge with zmp can and io. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that geometry movements were not available. The system was in clinical use. No harm has been reported. A philips service engineer inspected the system on site and identified that the geometry pc (geo ipc) was defective. The geo ipc was replaced and the system was returned to use in good working order.